Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 7/30/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3: investigational summary: the product was returned to ethicon for evaluation. Twelve sealed boxes with twelve representative unopened samples each and twelve representative unopened samples without a box; a total of one hundred and fifty-six packages were received for analysis. Product code vcp845g. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirty-two samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/7/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following information was requested, but unavailable: please confirm if 13 devices had the issue of "needle immediately fell out of the thread" during this procedure. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ans: source at operation room, (B)(6) hospital. Reported by rn head of operating room. Name was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/9/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. Additional information: h6 h3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows foil packaging and an apparent needle detachment. Due to the position of the device within the photo, a clear analysis of the device could not be performed. The photo becomes distorted when magnified. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "the doctor used stitches. The needle immediately fell out of the thread." However quantity of product involved was entered as 13. * please confirm if 13 devices had the issue of "needle immediately fell out of the thread" during this procedure. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-05278 2210968-2024-05279 2210968-2024-05280 2210968-2024-05281 2210968-2024-05282 2210968-2024-05283 2210968-2024-05284 2210968-2024-05285 2210968-2024-05286 2210968-2024-05287 2210968-2024-05288 2210968-2024-05289 2210968-2024-05290.

Event description:
It was reported that a patient underwent an unknown procedure on 29-apr-2024 and suture was used. The doctor used stitches and the needle immediately fell out of the thread. The surgery was delayed due to the reported event, but the procedure was successfully completed. There were no adverse patient consequences. Additional information has been requested.